Event description:
Meter name: basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: has been sick, high and low. A patient reported they were concerned about not being able to test. Their meter allegedly would only prompt the not ok message. The result on their meter was 149 (last reading they were able to get). There was no comparison. Treatment was unknown. No further information has been reported.